Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Investigation results: the reported issue was not present during investigation. Volumetrics of 100ml/hr and 10ml tested in spec at 10.02ml or 101% of expected volume perform preventive maintenance service.

Event description:
As reported by the user facility: the nurse put in the correct rate in the pump and when she came back 1 hour later the bag was empty. The reporter tried to replicate what the nurse did but was unable to re-create the same issue.